Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. The device had a high current drain that depleted the battery. Analysis identified an anomalous component as the cause for the high current and premature depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a notifier for device at eri. Patient had no stored vt/vf episodes since implant. Session records were reviewed and concluded that the device rapidly depleted. The device was explanted.